Event description:
Additional information was received. It was reported that the cause of the empty pump was not determined but it was possibly a pocket fill.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2016. It was reported that the patient came into the clinic for a refill on (B)(6) 2016. They were supposed to get 11 ml out of the pump and the pump was empty. The patient had recently been in the hospital and was discharged on (B)(6) 2016 for symptoms of withdrawal. There were no patient factors. The patient was hospitalized for increased spasticity approximately ten days before the refill appointment. While in the hospital, side port aspiration was checked for catheter issues. The catheter was working and they were able to get cerebrospinal fluid (csf). At the refill, the programmer stated the patient should have 11 ml left, but when the refill port was aspirated, no fluid came out. The patient would have the pump refilled on (B)(6) 2016. The issue was stated as resolved and the patient status was alive with no injury. The patient was also taking oral baclofen and ativan. Surgical intervention did not occur and was not planned to occur.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen 2,000 mcg/ml; a 1186.4 mcgday via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was (B)(6) 2016. It was reported the patient had a pump refill on (B)(6) 2016 and had symptoms within 24 hours of the refill. The patient was at a hospital with symptoms of an increase in spasms, writhing, and possible underdose/withdrawal. The hcp suspected the patient had an infection because a spinal tab was done and the patient had high levels of cortine. The pump was interrogated and there were no alarms. The pump was ruled out as the cause of the patient¿s issues. The hcp considered doing a (B)(6) study. The patient was given oral baclofen. After the patient had two doses of 10 mg oral baclofen last night ((B)(6) 2016) and in the morning ((B)(6) 2016) it was believed the patient responded "enormously" to it. The patient was ¿much better" but still had some increased tone/spasticity. It was thought that it could be guilain-barre syndrome. The patient had elevated protein in their cerebrospinal fluid, clonic jerking spasticity, an elevated temperature and was on intravenous antibiotics. Cultures were done and results were normal. The patient¿s father wanted the patient transferred to another hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.